Event description:
The patient reported on (B)(6) 2013, he was vomiting uncontrollably with large ketones presented and was taken to the emergency room by a family member. Upon arrival his blood glucose was reading 592 mg/dl with the hospital meter. He was hospitalized and treated with an intravenous insulin drip. He did not have the pdm with him at the time of the call so there were no additional bg levels, times or history provided.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test, if you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines.